Event description:
A study reported the initial results of ten patients who underwent the wave therapy for benign prostatic hyperplasia between (B)(6) 2022 and (B)(6) 2023. The international prostate symptom score (ipss), quality of life score, overactive bladder symptom score (oabss), and the ability to wean off the urinary catheter were compared before surgery and at the first and third months after treatment. Three patients performed preoperative self-cannulation, and four had indwelling urinary catheters. The median duration of indwelling urethral catheter use was 7 days. Urine drainage was independent in nine patients at 1 month postoperatively. The mean prostate volume decreased from 49.6 ml preoperatively to 28.8 ml at three months postoperatively. The ipss score improved from 25.2 preoperatively to 7.2 at three months postoperatively, with corresponding decreases in qol scores and oabss. Perioperative complications included one case of transient urinary retention, one case of gross hematuria requiring medication, and one case of urinary tract infection. The study concluded that this treatment was effective in treating lower urinary tract symptoms associated with benign prostatic hyperplasia.

Manufacturer narrative:
B3 date of event: exact event date is unknown. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
A study reported the initial results of ten patients who underwent the wave therapy for benign prostatic hyperplasia between november 2022 and april 2023. The international prostate symptom score (ipss), quality of life score, overactive bladder symptom score (oabss), and the ability to wean off the urinary catheter were compared before surgery and at the first and third months after treatment. Three patients performed preoperative self-cannulation, and four had indwelling urinary catheters. The median duration of indwelling urethral catheter use was 7 days. Urine drainage was independent in nine patients at 1 month postoperatively. The mean prostate volume decreased from 49.6 ml preoperatively to 28.8 ml at three months postoperatively. The ipss score improved from 25.2 preoperatively to 7.2 at three months postoperatively, with corresponding decreases in qol scores and oabss. Perioperative complications included one case of transient urinary retention, one case of gross hematuria requiring medication, and one case of urinary tract infection. The study concluded that this treatment was effective in treating lower urinary tract symptoms associated with benign prostatic hyperplasia.

Manufacturer narrative:
Date of event: approximated.